Event description:
Boston scientific received info that this pacemaker and right ventricular lead system exhibited noise along with oversensing and pacing inhibition in unipolar setting. When the field rep checked the device, undersensing was also noted. Sensing was fixed at 2 milivolts. R waves were 3.0 mv. Pt was not pacer dependent. Additional info received that the pt underwent a revision procedure where the pacemaker was exhibited and the rv lead was partially abandoned. No adverse pt effects were reported. The product is not expected to be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.